Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: the scrub nurse¿s initial comment was that during the case it cut without stapling. After discussing how the linear cutter fires and forms staples, and doing a dry fire demo, she stated that she believes the device did fire staples but that all of the tissue along the cut line was not captured by the staples. The surgeon has been unavailable for follow up to get his comments.

Event description:
It was reported that during a lobectomy procedure, the surgeon fired the device on lung parenchyma with blue cartridge and the stapler fired but staples did not form. The scrub nurse reported that the device cut without stapling. Second firing with green cartridge loaded in the stapler and reported same thing occurred. Oversewed both cut lines with chromic suture. No stapler or cartridges are available as they were disposed of. There were no adverse consequences for the patient.